Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation review of the device confirmed the reported condition. The stress constraints at the junction of spikes and the upper digitizer handle exceeded the yield strength which caused a plastic deformation and ultimately fracture of one spike. This MDR reportable event was identified to meet reporting requirements of 21 cfr 803 during an internal review and, therefore, is being filed retrospectively. The device listed in this report is used for treatment, not diagnosis.

Event description:
It was reported that prior to a knee arthroplasty the surgeon noticed one of the spikes was bent posterior. The surgeon attempted to bend the spikes back to position which caused a fracture of the short spike. There were no surgery delays or effects to the patient reported as the issue happen prior to surgery.